Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 75% stenosed heavily calcified lesion in the heavily tortuous mid right coronary artery (mrca). After lesion pre-dilatation, a 3.5x23mm xience skypoint drug eluting stent (des) was advanced towards the lesion with resistance and was unable to cross the anatomy in the shoulder of the mrca. The device was removed with resistance met and a non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.